Event description:
It was reported that the pacemaker reached battery depletion with indication the performance did not meet customer expectations. The pacemaker was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.